Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on pcb1 board, pcb2 board, force sensor. The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails, serial number label missing, retainer knit line damage, partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, missing display window cover. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed retainer ring damaged. However, unable to confirm failed battery test or delivery anomaly due to damaged battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged retainer ring and a crack on the battery tube side affecting the insulin pump's functionality; the pump was unable to deliver the right insulin amount. The customer also reported a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined by the customer for battery failed alarm. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.